Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the cable to vent monitoring board was loosely connected. The connector was cleaned and the cable was reseated. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit gave a system reset error. There was no report of patient involvement.